Manufacturer narrative:
E1: first name and last name of initial reporter is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having lateral lumbar interbody fusion (llif) at l4/5 for lumbar degenerative scoliosis. It was reported that during the procedure, a cage was broken due to insufficient intervertebral space release. The cage was inserted without a trial and did not fit smoothly, leading to forceful insertion attempts that caused it to break. The broken cage was completely removed using hernia forceps, the intervertebral space was re-released, and a 5 mm shorter cage was successfully implanted. The procedure experienced a delay of less than 60 minutes. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis of product:4986855, lot:67nv the cage was returned broken into multiple pieces. A microscopic review of the fracture face is consistent with material overload during impaction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.